Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture threshold anomalies could not be confirmed. Bench and ate tests were performed and the device was found to be normal. The cause of the field event remains undetermined.

Event description:
It was reported that the device had high pacing threshold. The device was explanted and replaced.